Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of a laparoscopic sleeve gastrectomy, there was a leak. It was stated that the intra-operative leak test was negative.